Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving gablofen (2000 mcg/ml) at 750 mcg/day (lot number and dates of therapy were not given) via an implantable pump. Indications for use included intractable spasticity and cerebral palsy. Medical history and concomitant medications were not reported. On (B)(6) 2015, a motor stall and recovery was noted; the alarm was heard by the patient. This was noted during pump interrogation/event log report on (B)(6) 2015, at which time there was an active motor stall. The patient had not had a recent magnetic resonance imaging (MRI), nor were they using anything new or in any new environments. The patient symptoms included anxious, itchy, and tightness. The patient was given oral baclofen to help with their symptoms. The pump was being replaced that day, and the patient was doing fine at that time. On (B)(6) 2015, information received from the hcp, via a company representative, reported that the pump was replaced on (B)(6) 2015, the patient was doing well, and the pump was to be returned. Additional information regarding troubleshooting and cause of the motor stalls and symptoms was requested. If additional information is received, a follow-up report will be sent.

Event description:
On (B)(6) 2015, information from a company representative reported that the pump was being returned that day. On (B)(6) 2015, the pump was received by the manufacturer. No additional information was provided.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing.

Manufacturer narrative:
The previously reported conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.